Manufacturer narrative:
Device not returned.

Event description:
It was reported that when the fixation from c1 to t1 levels was done for rheumatoid arthritis at (B)(6) 2017. At (B)(6) 2018, blockers on both sides of c1 popped out from the screw heads and c1 fell forwards. The patient felt numbness in hands and follow-up was done. No planned revision surgery at this time.

Event description:
It was reported that when the fixation from c1 to t1 levels was done for rheumatoid arthritis at (B)(6) 2017. At (B)(6) 2018, blockers on both sides of c1 popped out from the screw heads and c1 fell forwards. The patient felt numbness in hands and follow-up was done. No planned revision surgery at this time.

Manufacturer narrative:
Method: x- ray image review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via x-ray images review. Since the lot number was unknown, no manufacturing records could not be reviewed. The device surgical technique states that "for patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief." Conclusion: the plausible root cause of the reported event is the rheumatoid arthritis that the patient was reported to have (patient degenerative disease) as stated in the surgical technique. Device still implanted in the patient.